Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a tactile and visual examination found the unit with no defects on the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were no kinks or damage noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 2.75x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent strut structure was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). A 2.75x38mm promus element ¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent strut structure was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.